Manufacturer narrative:
The complaint sample was sent to a laboratory for a visual inspection. We will provide further info when the investigation is complete. This event occurred outside of the u.s. And involved a product that was manufactured outside of the u.s. However, because the affected product is also marketed in the u.s., (B)(4).

Event description:
A revision surgery had to be accomplished due to bushing failure, approximately 5 years after the implantation of the prosthesis.